Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
The device was returned as it failed in the box. Mdt rep was unable to turn on pmop, app and ataf therapies. This was reported prior to the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.